Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked and leaking battery compartment, stripped threads and corrosion on the battery cap. This report is made based on the results of an investigation completed on 11/11/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/11/2013 with the following findings: visual inspection shows a crack to the battery compartment extending from the finger pad down to the case seal; the pump failed a leak test due a battery compartment leak. The returned battery cap has stripped threads, moisture corrosion and it was unable to fit securely to the pump and to maintain electrical connection, reboots were duplicated. Test cap was used during investigation, the pump powers¿on¿ and displays ¿verify¿ screen. Pump¿s cover was removed, moisture corrosion was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.